Event description:
Initial result for a patient alkaline phosphotase was 610 u/l. When repeated, the result was 63 u/l. The incorrect result was not used to guide therapy. The field service representative found a leak in the fluidics and repaired the instrument by replacing the appropriate tubing and cables.